Event description:
It was reported that a patient who had received inappropriate atp and hv therapy for atrial fibrillation with rapid ventricular response reported in-clinic for a follow-up. Programming changes will be made at next follow-up visit. The patient will continue to be monitored.